Manufacturer narrative:
The unit was returned to the analysis site due to it was reported by the customer stating that their physician wants the st holster sent in due to the needle when placed in the holster has to much slop. Customer has no additional information. St holster being returned for repair. The analysis site confirmed the customer's complaint and found the e-clip was out of place, causing a loose rotation knob and needle. Also the port shaft was bent and the back cable lemo connector was broken. To correct the customer complaint the analysis site replaced the e-clip, port shaft, coil pin and the black cable. Per mammotome service manual performed service tests, with no functional faults found. There were no upgrades done on the unit. The device history record has been reviewed and has passed qa inspection.

Event description:
It was reported by the customer stating that their physician wants the st holster sent in due to the needle being placed in the holster has to much slop. Customer has no additional information.